Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl suspected.

Event description:
Healthcare professional reported via regulatory agency, right side folds, waves, rotation, "periprosthetic shell: stage 1," and "anaplastic lymphoma histological sampling." Pathological markers confirming alcl have not been received. The device has been explanted.